Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoidectomy. According to the reporter: during transaction of sigmoid colon the ta 60 stapler is used distal on the sigmoid, however the colon is not closed due to no staples in the cartridge - only the yellow pushers are visual in the cartridge after firing. Following the surgeon handle was fully squeezed. The missing staples are first discovered after transaction and when instrument is removed leaving the sigmoid colon open. There was no tissue damage. As a solution the sigmoid colon was closed manually with suture and the case had no further consequences for the operation. The patient condition is post-op positive at current stage. The additional bleeding was minimal, and there was no tissue damage or unanticipated tissue loss. The operative time was extended over 30 minutes.